Event description:
Ventilator cycled off then on in a thunderstorm and repeated sequence after reset. After second reset, patient removed for suctioning and condition improved. Repeated attempts after placing patient back on ventilator resulted in bradycardia and hypotension. Ventilator was replaced. The ventilator was evaluated by clinical engineering who found the ventilator would zero the peep being delivered causing the device to fail it's self test. This device is avaliable for on-site inspection for sixty days following date of this report.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, visual examination. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.